Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) has inspected the device and found the unit to be working within the manufacturer's specifications. (B)(4) has made multiple attempts to collect pertinent information, however, the facility has not responded to these requests. Alma ltd. Clinical reviewed limited information and could not determine if it is a serious injury. Given the lack of details, alma is submitting this report to the FDA in good faith efforts. Should any information become available, alma will submit supplemental report within the FDA published timelines.

Event description:
As per the facility, the patient sustained slight burns on the external labia.